Event description:
Patient revised to address instability, found loosening and polyethylene wear of glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the surgeon found soft tissue problems and an unstable glenoid component with severe inferior poly wear. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.